Event description:
It was reported to the manufacturer that the site's handheld screen was continually freezing and would not successfully complete interrogation. A backup handheld was used which resolved the issue and interrogation was successful. Good faith attempts to obtain the non-working device for product analysis have been unsuccessful to date.